Event description:
During treatment of cardiac arrest pt, unit showed intermittent flatline; emergency medical technicians used backup monitor. Biomed tech at facility was unable to duplicate problem. All leads, batteries, and associated equipment seem to check out ok. Problem has been intermittent; incident occurred approximately three months ago.